Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the leadless implantable pulse generator (ipg) exhibited no capture on telemetry, increased, varying thresholds, high impedance and undersensing. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.